Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared safety mode. The device is expected to be explanted and replaced. No adverse patient effects were reported. Additional information: new information was received that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown as to whether this device is available for return. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device declared safety mode. The device is expected to be explanted and replaced. No adverse patient effects were reported. A good faith effort was submitted to the field to obtain additional details. At this time no further information has been provided.